Event description:
A non-healthcare professional reported an issue during an intraocular lens (iol) implantation procedure. The issue was related to the cartridge. The implant was externalized at the incision site and was only partially inserted. It came into contact with the patient's eye. A backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the FDA product problem code of a2201 was an error. It should have been a140504 on the original MDR. Additional information provided in h.3., h.6. And h.11. The iol was returned for analysis, and the reported complaint could not be observed. Device and iol received., replacement device received with on it, original device not received. Lens received adhered to a piece of medical gauze. Iol is bent. We are unable to determine the root cause for the reported complaint "the issue is related to the cartridge". Only the iol was returned for analysis. The device was not returned. As a result, we are unable to conduct a comprehensive investigation to determine the root cause of the reported complaint. The information in the file states: "the implant was externalized at the incision. The implant was partially inserted". The IFU instructs to: "insert the nozzle tip into the incision as far as needed to facilitate lens implantation, using the depth guard as the insertion limit, and aim the nozzle tip at the anterior capsule opening. Advance the plunger by depressing the speed control lever. Maintain adequate pressure to ensure the nozzle tip remains in the incision". The reported complaint "the issue is related to the cartridge" is lacking in relevant information such as the type of defect/issue observed. Due to the lack of information and lack of company preload device, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).